Event description:
This notification was opened for review for information that the remstar auto a-flex device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement for evidence of foam particles. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of visible foam particles was found inside the blower kit and blfm- blower foam degradation was also found. In addition, the device had dust contamination. Lastly, the device was scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.